Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had issues with low blood glucose levels and burning at the site when insulin was being delivered. The customer states their level has been at 30mg/dl. Troubleshoot was not conducted, and the customer will be having mother phone in at a later time to troubleshoot.